Event description:
Routine complaint investigation when a consumer reported receiving blood glucose values of 182mg/dl and 482mg/dl within minutes of each other. These values, when plotted on a clark error grid, show the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.